Event description:
Paramedics attended to a person complaining of chest pain and described as diaphoretic. The pt's ECG was monitored using the device and a 3-lead pt cable. The pt's ectg rhythm was diagnoses as supra ventricular tachycardia (svt). Adenosine was administered by IV. Cardioversion was considered, but was delayed due to close proximity to the hosp. After arrival at the hosp, the pt was transferred to a bedside monitor which displayed a normal sinus rhythm. A 12-lead ECG monitor was attached to the pt and displayed only artifact. The pt explained of having a trans epidermal nerve stimulator unit attached and turned on. After the pt turned off the tens unit, normal ECG monitoring was restored on the 12-lead ECG monitor. The rptr indicated there were no adverse effects to the pt as a result of the alleged ECG interference.